Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high lately. The patient's blood glucose at the time of incident was 450 mg/dl, which the customer treated with an 11-unit bolus from her insulin pump. The customer was upset because when her blood glucose exceeds 400 mg/dl she cannot calibrate her sensor. Troubleshooting was declined for the high blood glucose and she was advised to call back if she wanted to troubleshoot. No products were shipped or returned.